Manufacturer narrative:
Intuitive surgical received the instrument but the evaluation is not complete. A follow up MDR will be submitted once the evaluation is complete. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si umbilical hernia repair procedure a mega suturecut needle driver instrument cable broke at the distal end. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.